Event description:
It has been reported to co that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and before the physician was able to place the stent the occlusion balloon deflated. The physician continued the case without protection. The pt is reported to be fine.